Event description:
Implant detection has not completed for the device implanted on (B)(6) 2021, noted lead impedance values for the lead to be bipolar l 7lohms, and unipolar 209ohms. Invalid lead impedance values, implant detection will not complete with invalid lead impedance values. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).